Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device patient orders did not cross over, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d concomitant med prod data #. Upon investigation of the actual device used in this incident, it was determined that the new patients and orders were not crossing over to the station. The technical support specialist (tss) checked remote smart service and found care fusion coordination engine production was in offline and escalated the case to the integration engineer team. The integration engineer (ie) rebooted the cce, but the services did not start automatically. Then the ie performed another restart of the cce, after which all components began communicating normally. The system functioned as intended after the integration engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server device patient order did not cross over, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.